Event description:
Pt underwent lvad implant at (B)(6) in (B)(6) 2015. Pt experienced multiple gi bleeding episodes after lvad. Pt listed as 1a for heart transplant. Pt underwent heart transplant on (B)(6) 2016. Pt diagnosed with cva on (B)(6) 2016. Lvad was returned to MFR for eval.